Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional left size cd cat # 42517000303 lot# 63463419. Verified item lot combination and reviewed manufacturing date as tasp lot 62301862. Exhibits signs of repeated use (nicked or gouged) and is chipped, not all pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Surgeon noted that the provisional was chipped during a procedure. No adverse events have been reported as a result of the malfunction. No further event information is available at this time.